Manufacturer narrative:
Product analysis: analysis noted that the radiofrequency (rf) head was out of electrical specification. The rf head was causing the programmer to shut off when the rf head cable was moved. The rf head cable was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.